Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to right ventricular lead noise; it was also noted that the sensing had also started to vary. The atrial lead also exhibited some noise episodes. The patient was asymptomatic to the event. The leads were explanted and replaced on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received a partial lead was returned in two pieces. The connector portion measuring 6.8 cm and the distal portion outer insulation measuring 19.0 cm. External insulation abrasion was noted at 5.9 cm ¿ 6.4 cm from the distal tip breaching the outer insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information received on 08/03/2018 stated the insulation on the right atrial lead was damaged.